Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v581949, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that there was a slight anterior migration of the implantable neurostimulator (ins) lead in the right presacral space per x-ray. The outcome was ongoing.

Event description:
Additional information received reported that the principal investigator comparison was completed and the principal investigator did not note migration.